Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported on (B)(6), that after 13 months, the click''x pedicle screws ø 6.2 mm with dual core were loose in patient. It was reported that was necessary to re-implant a new screw set. The event required additional surgery. This is report 8 of 8 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of device history records was requested. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further review of the complaint, it was determined the complaint is not reportable as it is not likely to result in patient harm or the need for additional medical or surgical intervention. Secondary to additional information received, the non-involved devices were updated and determinations changed to reflect those updates. Placeholder.